Event description:
It was reported that while using the phaco tubing pack, the handpiece overheated, causing a thermal burn and resulting in the incineration of the iris. However, the procedure was successfully completed after appropriate treatment, and the wound was sutured. No further information was provided. A separate report is being submitted for the phaco tip.

Manufacturer narrative:
Section a4, a5 and a6: unknown, as information was requested but not provided. Section d6a - implant date: not applicable, as the handpiece is not an implantable device. Section d6b - explant date: not applicable, as the handpiece is not an implantable device. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4 device manufacture date: unknown, as the serial number of the device was not provided. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.